Event description:
Pt underwent surgical procedure, at which time x stop implants were inserted at two levels; surgeon also performed a laminotomy at l2/l3. Pt was placed in prone position. During the procedure, a spinous process fracture occurred at l4; the surgeon elected to insert the implant as planned and brace the pt postoperatively as a precaution. No additional info regarding this incident is available.

Manufacturer narrative:
Method: device not returned. Results: unable to obtain additional info from facility. Conclusion: no conclusion can be drawn at this time.